Manufacturer narrative:
Serial: battery/(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: (B)(4) - battery / catalog number 1650de / expiration date: 2016-11-30; mfg. Date: 2015-11-10. (Received on:2017-05-10). (B)(4) - battery / catalog number 1650de / expiration date: 2016-11-30; mfg. Date: 2015-11-24. (Received on:2017-05-10). (B)(4) - battery / catalog number 1650de / expiration date: 2016-11-30; mfg. Date: 2015-11-24. (Received on:2017-05-10). (B)(4) - battery / catalog number 1650de / expiration date: 2016-11-30; mfg. Date: 2015-11-25. (Received on:2017-05-10). (B)(4) - battery / catalog number 1650de / expiration date: 2015-10-31; mfg. Date: 2015-10-27. Product event summary: it was reported that the patient experienced power switching events. The controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of thecontroller and (B)(4) manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. This is an additional observation not related to the reported event. The most likely root cause of the "no power" alarm failure can be attributed to a faulty internal nimh battery. An internal investigation has been opened to address "no power" audible alarm failures. Log file analysis revealed that the controller in use during the reported event contained the software maintenance release software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to address momentary disconnection issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A preliminary analysis of the controller log files indicated (B)(4) was also associated with possible power switching events. No further information has been provided. Heartware¿ ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-oct-2015. Product not returned to manufacturer (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: bat210995 - battery / catalog number 1650de / expiration date: 11/30/2016. (B)(4). Bat211434 - battery / catalog number 1650de / expiration date: 11/30/2016. (B)(4). Bat211408 - battery / catalog number 1650de / expiration date: 11/30/2016. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was noted to be switching from power source to power source. This event is reported to have involved four of the patient's batteries. The controller and batteries were exchanged with no reported patient consequence. Preliminary analysis of the devices confirmed the reported event. No further information was provided.